Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a server error. A technical support specialist remoted onto the es server and resolved the compilation errors to address this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It has been reported that the bd pyxis¿ es server produced several reports that lacked accurate data. The customer verified that this issue impacted both inventory management and the medication delivery process for patient treatment. There were no adverse events or injuries reported based on this incident.